Event description:
It was reported that the healthcare professional could not interrogate generators when using the handheld computer. It was reported that the communication issue seemed to be intermittent. It was reported that the handheld's serial cable was suspected to be causing the communication issues. Return of the handheld computer is expected but it has not been received to date.

Event description:
The suspect computer and flashcard software were returned to the manufacturer for analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.